Event description:
It was reported that an unspecified alarm occurred on a homechoice device. It is not known if the patient was connected at the time of the alarm. It is not known what cycle the device was in at the time of the alarm. The technical service representative arranged for a swap of the device. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported event was unknown; however, a check lines and bags alarm was identified during a review of the event history log. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device failed functional testing for fill 1 drain 1 and fill 2 drain 2, but passed electrical testing. The direct cause was determined to be a deteriorated piston foam which was replaced to resolve the reported problem. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.